Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "leakage of drug solution was confirmed at the time of injection." The event occurred during priming at the facility, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned in used condition. No damage or anomalies were observed. Functional testing shoed a leak was observed to be coming from the tube luer junction. Further inspection of the tube luer junction showed insufficient solvent. The complaint of leakage can be confirmed. A lot of history review could not be conducted because no lot number(s) was/were identified.